Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 400 mg/dl to 500 mg/dl with an unknown cause. Bg was treated by changing out all supplies multiple times and manual injections. Reportedly, the customer required third party assistance due to being incapacitated by the high bgs. The contact administered the manual injections when the customer was unable to. The customer was instructed to consult with the healthcare provider regarding bg level.